Event description:
It was reported that the patient underwent implantable pulse generator (ipg) pocket revision due to move the battery to a different sight along her back. No further information has been obtained.